Manufacturer narrative:
The field service representative determined there was a contaminated sipper and sipper line. The sipper line was cleaned and liquid flow cleaning was performed. The customer performed successful calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for multiple assays for qc material and a total of 42 patient samples from the cobas 8000 cobas e 602 module. Some of the results were accompanied by a data flag, but some did not. Specific data was only provided for two patient samples. Patient 1 initial elecsys total psa immunoassay result was 1.48 ng/ml with a data flag and the repeat result was 11.35 ng/ml on another analyzer. Patient 2 initial elecsys tsh assay result was 0.292 uiu/ml with a data flag and the repeat result was 3.25 uiu/ml. The questionable results were reported outside of the laboratory. The total psa reagent lot number was 38151000 with an expiration date of 30-apr-2020. The tsh reagent lot number was 41831800 with a n expiration date of 29-feb-2020.